Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient that was found to be in cardiogenic shock on inotropes was taken to the operating room for emergent impella 5.5 placement. During support it was noted that the impella position on a echocardiogram was not optimal (rotated up toward mitral valve). During the pump reposition in the unit the impella came out of the left ventricle and the doctor was unable to recross. Additionally, the posterior part of the sterile sleeve detached. The decision was made to replaced with a new impella 5.5. The procedural outcome was the patient survived surgery.